Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Nine lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. Three of the nine lots had an approved temporary dn noted during production. They are unrelated to the current event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinic manager (cm) reported that a dialyzer blood leak occurred 15-30 minutes after the start of the patient¿s hemodialysis (hd) treatment. It was stated the blood leak was visible in the dialyzer and the patient¿s blood was not returned. The cm stated the estimated blood loss was 100-300 ml. Upon additional follow-up, the charge nurse (cn) confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a "minor" blood leak alarm and treatment was immediately discontinued. Blood leak test strips were used and tested positive for the presence of blood. The cn also stated that fresenius bloodlines were used for treatment and confirmed that the leak was internal and no external blood leak was observed. The cn stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Event description:
A user facility clinic manager (cm) reported that a dialyzer blood leak occurred 15-30 minutes after the start of the patient¿s hemodialysis (hd) treatment. It was stated the blood leak was visible in the dialyzer and the patient¿s blood was not returned. The cm stated the estimated blood loss was 100-300 ml. Upon additional follow-up, the charge nurse (cn) confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a "minor" blood leak alarm and treatment was immediately discontinued. Blood leak test strips were used and tested positive for the presence of blood. The cn also stated that fresenius bloodlines were used for treatment and confirmed that the leak was internal and no external blood leak was observed. The cn stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.